Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) post diagnostic catheterization. The pt was reported to be fine post-procedure and was discharged. The pt returned to the hospital in 2009 with pain, swelling and an enlarged right groin. The pt had a white blood count (wbc) of 23.3 and was treated with antibiotics. The next day, the pt's wbc was 24.4 and an ultrasound was performed on the right groin. The surgeon suspected an access site hematoma and pseudoaneurysm. Five days later, the pt went to surgery. The pt had no pedal pulses and a pseudoaneurysm was seen. The vascular surgeon found plaque in the cfa and the superficial femoral artery (sfa) was occluded with plaque. There was no plaque at the puncture site of the cfa. The surgeon repaired the cfa and sfa. The pt remains in cardiac care unit (ccu) of the hospital. The surgeon stated that the anterior wall of this pt's common femoral artery was damaged, and it was unk whether the damage was due to mechanical trauma at time of angiogram, infection, or the plaque. Upon review of the femoral angiogram, the cfa did not show any disease and the puncture was in an ideal location for angio-seal placement. The puncture was at least 4 cm away from the bifurcation of the sfa. The pt was prescribed antibiotics, type and dose unk. The pt has a history of diabetes and having vancomycin-resistant enterococci (vre). It was unk if the pt was vre positive at the time of this event.

Manufacturer narrative:
No product was returned. A review of the device history record revealed this lot met specs prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occured may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a polyfoil bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.